Event description:
The customer reported an elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Root cause: signals in the rdf indicate a contamination was detected by the trima accel system due to a saturation. It appears the high level of wbcs in the platelet product was likely a result of an escape of wbcs from the lrs chamber during a portion of the procedure. The trima accel system operated as intended by displaying the ¿verify wbcs in platelet product¿ system advisory message because the system detected a potential wbc contamination. The specific cause of the saturation could not be determined. Possible causes include, but are not limited to, donor physiology or an inaccurate platelet precount entered into the system.